Event description:
It was reported that patient presented for a follow-up in clinic. Upon interrogation, it was noted that the left ventricular (lv) lead exhibited high capture threshold. The lv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. Final analysis found the partial lead was returned in two pieces. Electrical testing did not find any sign of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exceptions of damages consistent with those occurring at the time of the procedure.